Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up it was noted that the left ventricular (lv) lead showed chronically high pacing thresholds. It was noted that high out of range pacing impedance measurements and loss of capture was also noted which were seen during a follow up more than one year ago. A lead dislodgement was suspected but not confirmed. The patient is in atrial fibrillation and the device was in fallback mode. The physician noted left ventricular markers were present although the device was programmed to right ventricular mode only. It was noted that the lvp markers disappeared when the device was programmed to vvi. The device was programmed to ddd, but the physician wanted to know why there was a presence of left ventricular markers even though the device was programmed to right ventricular only mode. Boston scientific technical survives (ts) noted that it was normal for the left ventricular markers to be seen during atr mode switched if right ventricular pacing mode only was selected. An article was provided for further information when it comes to this case. The system remains implanted.